Event description:
Livanova received report that during procedure a s5 erc tubing clamp / 620mm gave three error codes associated to mechanical jamming of the motor, speed control and initialization of clamp position. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A replacement clamp will be provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the serial number of the clamp provided in the initial report is under confirmation. However, at the best of livanova knowledge this is currently the only clamp in use at the customer site. Livanova performed attempts to retrieve additional information regarding the reported event and confirmation of serial number. The customer did not respond. A complaints database analysis revealed no previous complaints submitted for the provided serial number. As stated in the initial report, three (3) error codes were displayed. Here below are the details of the reported errors: e104: indicates that initializing the clamp position has failed. Both mechanical and electrical malfunctions are possible causes. E106: indicates mechanical jamming of the motor because of misalignment or foreign bodies. E108: indicates speed errors. Errors in the clamp motor control boards , defective photoelectric barrier, defective motor and defective hall sensors at the stator are possible causes. Based on above facts and considering that the reported error codes are mainly related to a failure of the motor and/or its control, it cannot be ruled out that the most likely root causes of the reported event are: mechanical malfunction due to jammed/defective motor. Electrical failure due to errors in the clamp motor control boards. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.